Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed without resolve. The outcome of the case was unknown. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.